Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] gram-positive bacteria (1-9 cfu/endoscope). [Second time; (B)(6) 2020] gram-positive bacteria (1-9 cfu/endoscope). [Third time; (B)(6) 2021] stephylococcus spp (1-9 cfu/endoscope). The subject device was not returned to omsc for evaluation but was returned to olympus australia (oaz) for evaluation. In the evaluation of oaz the following was confirmed; endoscope connector and light guide tube removed angulation cables and used insertion tube disconnected from the control body unit ccd unit and light guide bundle unit removed from the original insertion unit. Ccd unit and light guide bundle unit reinstalled onto the new distal end unit. Insertion tube unit reassembled and installed onto the new control body unit angulation wires re-connected to control body unit all angulation cable stoppers adjusted and excess slack removed. Angulation fine-tuned so as to meet factory specification for the bending section range light guide tube installed. Endoscope connector installed and light guide bundle reattached. Ccd unit re-wired, switches and scope ID wires re-soldered. Electrical connector re-connected to the light guide connector unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.